Event description:
The customer reported that during use of this concept suture passer needle with the suture passer (item #smi-00m) in a shoulder arthroscopy/rotator cuff repair on (B)(6) 2013, the tip of the suture passer needle broke off. The facility reported that the surgeon could see the broken fragment, but despite multiple attempts and the use of the c-arm scan to retrieve the tiny tip, the surgeon was unable to retrieve it. The surgeon elected to leave the fragment in place, as it would cause more harm to the surrounding tissues in continuing and trying to remove the tiny fragment. Other than nearly 2 hours delay due to the use of c-arm scan and attempts of removing the broken fragment, the procedure was completed as intended with no further complications or patient injury.

Manufacturer narrative:
Despite multiple attempts, to date the device has not been returned from the user facility for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation. Device has not been returned from cust.

Manufacturer narrative:
Conmed linvatec received a broken suture passer needle for evaluation. Visual inspection of the returned needle confirmed the reported breakage and the broken portion was not returned. A review of the device history records showed lot #411716 was manufactured on november 8, 2012 in a lot of 100 units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other similar complaints received for this item and lot number combination. (B)(4) the suture passer and needle were released in aug-2010 and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury.